Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 300-500gm/dl. The customer alleged that the pump was not delivering insulin properly; however as customer was experiencing issue in the past, tandem technical support was unable to confirm. Reportedly, the customer reverted to manual injections for insulin therapy.